Event description:
It was reported that stent failed to expand occurred. The 90% stenosed target lesion was located in the mild tortuous and mild calcified vessel carotid artery. A 10.0-37 carotid monorail stent self expanding was selected for use. During the procedure, the carotid stent was fully deployed and released from the delivery catheter but half of it failed to fully expand. Only the distal part was expanded, and the proximal end was not. The device was successfully retrieved with a long sheath, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.